Event description:
A customer had sent in their device for service. Upon inspection, a third-party service agent observed that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control product analysis center further evaluated the removed user interface pcb assembly and was unable to verify the reported issue. Further root cause could not be determined.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and observed that the device would not power on. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer had sent in their device for service. Upon inspection, a third-party service agent observed that their device would not power on. There was no patient use associated with the reported event.